Event description:
Same case as facility medwatch #(B)(4). It was reported that difficulty removal of catheter and vessel dissection have occurred. During a coronary angiography with percutaneous coronary intervention of the middle right coronary artery and tortuous iliac artery, a runway guide catheter was used. After coronary intervention, the device was resistant to removal requiring it to be cut and sheath removed. A second sheath was placed and found the device was twisted around the sheath. Upon removal, it was found that the patient had a retrograde iliac dissection with no change in distal pulse and no development of hematoma. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device used was a 6-french fr4 guide catheter. The physician advanced pt2ms wire and successfully crossed the lesion and was placed distally in the right coronary artery (rca). Images were obtained and a 2.5 x 15 mm non bsc balloon catheter was advanced over the wire, and was successfully placed across the rca lesion. The balloon was inflated at 10 atmospheres for 12 seconds. After removing the balloon, angiogram was taken, then nitroglycerin 200 mcg was given. A 2.5 x 16 mm promus premier was advanced over the wire, and was successfully placed across the proximal mid rca lesion and was inflated at 12 atmospheres for 18 seconds. The stent delivery system was removed. Angiogram was taken and showed 0 residual, no dissection, and thrombolysis in myocardial infarction (timi) flow 3. Then, the physician tried to remove the device over the j-wire and placed a non bsc sheath introducer. Angiogram was then taken in the iliac artery. A right iliac artery retrograde dissection was noted. The sheath was left in and the physician ended the procedure. The patient left the cath lab in stable condition. Tortuous iliac artery with complication of catheter and sheath damage requiring removal of the sheath post percutaneous coronary intervention (pci). The device was cut and wire was advanced. A second 6.5-french sheath was placed. Angiogram demonstrated retrograde iliac dissection. The patient had 3+ distal pulse and dorsalis pedis and posterior tibial pulses. The sheath was left in place and the patient was taken to recovery in stable condition with no sign of vascular insufficiency in the right leg.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).